Event description:
The customer reported to olympus that while using the video system center, the image was much darker than usual. In particular, when observing a specific part (details unknown), it became quite dark and could not be seen. The issue occurred during an unspecified surgery. The intended procedure was completed with the same set of devices. There were no reports of patient harm or impact associated with this event. This report is related to following patient identifiers (B)(6).

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. In addition, the following non-reportable malfunctions were found during the device evaluation: no high brightness due to failure of the detection lever at the scope connector. Based on the results of the investigation, the probable cause of the malfunction could not be identified. Olympus will continue to monitor field performance for this device.